Event description:
The customer contacted their local physio-control service representative to report that their device had a service indicator present. Upon examining the device, the service representative observed that the unit charged much higher than intended; at 10 joules selected the device delivered 200 joules and at 300 joules the device would deliver approximately 400 joules. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. The therapy pcb assembly was then replaced and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and verified the reported failure. Physio observed damage at pins 19-26 of an integrated circuit (ic) chip, designator u6. He found that the solder joints were fractured from the physical pressure of the ic chip being placed on to the pcb, which caused the reported failure.